Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an episodes of non-sustained rv oversensing (nsrvo) and vf was noted on the patient's device. Review of session records confirmed that there was an episode of vf, that the device senses and treats, with ineffective atp while charging, followed by a successful 36j shock that breaks the rhythm and the patient returns to sinus. Prior to the shock the pacing complex was not responding to biventricular pacing. The nsrvo events also show complexes that seem to have intermittent biventricular loss of capture. Abbott technical service suggested lead testing for the rv and lv leads. Additional information has been requested but not received. No further information is available at this time.